Manufacturer narrative:
Results: load cell.

Event description:
It was reported by service report that the scale on the bed was inaccurate. No patient involvement or adverse consequences are reported.